Event description:
The consumer reported using the prod for 6 hrs on her upper front left thigh. When the patch was removed, the consumer described a burn and skin removal resulting in a raw area and scarring. The consumer consulted with her doctor by phone and showed the injury to her chiropractor who thought it looked like a first degree burn.

Manufacturer narrative:
Package labeling indicates that consumers should consult with their doctor before using the prod if they have diabetes. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirement for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.